Event description:
It was reported that during an unknown procedure the blade of the device was broken while activating. There were no patient consequences.

Manufacturer narrative:
(B)(4). Batch #: u9601r. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 5/12/2022. D4 batch #: u95z3x. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. The device was returned with no apparent damage. The blade tip was not broken off as reported by the customer the device was connected to a gen11. During functional testing, it was noted that the advanced hemostasis button was nonfunctional. The instrument was disassembled to inspect the internal components and the electrical traces was damaged, this resulted the advanced hemostasis button to be nonfunctional. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. No conclusion could be reached as to how the electrical traces issue occurred. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications.